Event description:
It was reported that 8 mm mega needle driver instrument was broken. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm mega needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.